Event description:
It was reported by the patient advocate that a follow-up notification regarding battery status was received by the patient during the most recent scheduled remote follow-up (srf) download for this cardiac resynchronization therapy defibrillator (crt-d). The report indicated that the battery of this device decreased by one and a half years, which was significantly more than usual, despite no recorded shocks or any device activity. To date, this crt-d remains in service. No adverse patient effects were reported.